Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. No values were provided by the reporter. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.